Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the provided photos found damage (stress marks and cracks) to the sterile blisters that has compromised sterility. A partial view of the carton was provided which exhibits no damage. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported during knee arthroplasty that when the packaging was opened for the articular surface, the sterile packaging was cracked all the way through both inner and outer containers. The packaging and implant were discarded, gloves were changed, and another box of the same implant were used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.